Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they confirmed that the issue was caused by a faulty cart power module. The fse provided a quote to the customer and at a later date they were informed that the customer had completed the repair themselves.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) could not charge and ac power was unavailable. There was no harm reported.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name: (B)(6). Event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.